Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they had their medtronic device removed on june 1st or 2nd because they were going to attach a new battery to their lumbar implant, but during surgery found that they weren't able to do it; agent understood patient had tried to change to abbott device. Patient received a letter asking them for updated patient information, but since they no longer had to device, they didn't see any reason to update medtronic. Agent asked the reason for attempted replacement, patient said they had a great use of the device (agent understood the implant had been working for them, so reason for replacement was unclear). When agent asked when the prior ins stopped being functional, patient just said they couldn't get a new battery put in. Patient mentioned they received a letter from patient services asking for their information, but said they no longer had a medtronic device, so they didn't need the ID card. Patient said they were getting an abbott implant for their cervical area, and the lumbar ins that had been medtronic was swapped with abbott.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that they had an abbott cervical spinal cord stimulator placed and was attempting to replace their lumbar implantable neurostimulator (ins) and it was replaced with abbott. When asked for the status of the device, the patient stated "other".